Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened and 2 open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Closed pack received is tight. Visually, thread end surface appearance of samples is correct. Performed the rotation test on the closed sample, in order to check a thermal treatment of thread end and it passed testing. Tested the knot pulls tensile strength of the closed sample and the results fulfil the requirements of the OEM. All threads tested have broken on the knot. None of them have broke on the thread end. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. No action required.

Event description:
Country of complaint: (B)(6). The thread detaches from the needle very easily. This has been observed on several foils.